Event description:
It was reported by service report that when looking at the xprt mattress, it was found that there was a hole in the dartex top cover and there is fluid intrusion reported. It is unk if there was pt involvement or if there are adverse consequences to report.